Manufacturer narrative:
This report was originally filed on 16march2017 on the test server. The account was approved and moved to the production server on 7august2017. I was informed to resubmit all previous files to the production server. Production account approval help desk ticket #(B)(4). Notification of moving files to production account help desk ticket #(B)(4). Please find the original submission (16 march2017) from the test account attached.

Event description:
Sales rep reported via email patient was (B)(6) male. Presented with bilateral oa. Dr. (B)(6) injected patient on (B)(6) 2017. Both right and left knee were injected and protocol as follows: skin prepped with betadine, 22g 1 ½" needle, no lidocaine administered. Knee was aspirated prior to injection, but # cc was not noted. On (B)(6) 2017 pt. Returned for pain in the shoulder and mentioned to physician that his left knee was still hurting since his bilateral knee injections on (B)(6). Physician conducted exam and noticed left knee to be effused. Right knee was okay. The 20cc of clear-yellow fluid was drained, tested for infection. Upon confirmation of no infection m.d. Treated with a steroid injection.